Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6), patient weight not made available from the site. On 06/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/22/2016 software investigation completed. Findings are that there was no software anomaly, not a failure. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a lumbar fusion spine procedure, the site took their first spin, approximately 20 minutes after the first spin, the patient's vitals began going down. Everyone had to vacate the operating room to bring in the critical care team. It was reported that within an hour to an hour and a half of the first spin, the patient passed away. The patient had a pacemaker and was not in good health. Also reported was that there was no delay of therapy resulting from medtronic products. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
Per further engineering review of the imaging system concomitantly used during the reported event, it appears highly unlikely that the imaging system contributed to the patient impact. The levels of radiation delivered in a single spin are far below those that could give radiation poisoning. Further, the surgical site (lumbar) is removed from the site of the pacemaker (upper thoracic) and therefore any interactions with it due to the imaging system dose rate are not likely. In addition, the software engineering team reviewed the logs associated with this complaint. They determined that there was no indication in the log information of any events that would indicate any abnormal functioning of the system. The information provided by the log file indicates that the system was functioning properly as expected.